Event description:
It was reported that a pump was programmed to deliver medication to a pt (medication, programmed amount and delivery rate unk). The customer reported that an infiltration occurred and medical intervention was required to reduce the swelling.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations."